Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited farfield oversensing on the right atrial (ra) channel that resulted in false atrial tachy response (atr) episodes and inappropriate mode switches. No adverse patient effects were reported, and this pacemaker remains in service.